Event description:
Event description guidant received information that during the implant procedure, this patient's coronary sinus was disected. The suspected cause of the disection was due to a venogram using an 8 french guide catheter.